Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
(B)(4) - mps (B)(4) reported brake current error. Case type: pka. Surgical delay <30 mins. Was procedure completed manually? Yes. Tibia cut was navigated by the surgeon and cut manually. Was the patient under anesthesia at the time of the issue? Yes. Site: (B)(6). City, state: (B)(6). Robot number: (B)(4). Mps name: (B)(4). Mps number: (B)(4). Description of event: mps was in the middle of a uni pka case, femur had already been burred. He was met with a hardware error #22, which told him to "call service". Prior to calling the emergency hotline, he had tried exiting the application, checking 'arm status', which showed all green, 'reset arm software', re-entering the application, but the error message persisted. Troubleshooting steps taken: informed the mps that hardware error #22 indicates a brake current error. Instructed the mps to perform a hard shutdown, waiting 20-30 seconds, turn the robot back on, check 'arm status', and then re-home. Everything was successful up to homing. As soon as he entering the homing screen, he was met with the "failure in j0 - brake current error". I called fse (B)(4) (because I thought the account was in (B)(6) based on the caller's area code), who said the error might be related to a failed cpci card in one of the joints. (B)(4) suggested fse escalation. Disposition of call: unable to resolve issue. Surgeon had to complete the case manually. Fse escalation required: yes. Upon arrival I was able to duplicate the error. Replaced j1 cpci back side card (pn 208606). All testing and verifications passed. Parts used: pn 208606, cpci back side card, qty-1. System is ready for clinical use.

Manufacturer narrative:
Reported event: mps (B)(6) reported brake current error. Device evaluation and results: per (B)(4) - upon arrival I was able to duplicated the error. Replaced j1 cpci back side card (pn 208606). All testing and verifications passed. Parts used: pn 208606 cpci back side card qty-1 system is ready for clinical use. Product history review: a review of device history records shows that on 04/25/18 1 device was inspected and 1 device was placed on: qt 18-04-0062. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 208606 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
(B)(4) - mps (B)(6) reported brake current error. Case type pka. Surgical delay <30 mins. Was procedure completed manually? Yes. Tibia cut was navigated by the surgeon and cut manually. Was the patient under anesthesia at the time of the issue? Yes. Site: (B)(6). City, state: (B)(6). Robot number: (B)(4). Mps name: (B)(6). Mps number: (B)(6). Description of event: mps was in the middle of a uni pka case, femur had already been burred. He was met with a hardware error #22, which told him to "call service.". Prior to calling the emergency hotline, he had tried exiting the application, checking 'arm status', which showed all green, 'reset arm software', re-entering the application, but the error message persisted. Troubleshooting steps taken: informed the mps that hardware error #22 indicates a brake current error. Instructed the mps to perform a hard shutdown, waiting 20-30 seconds, turn the robot back on, check 'arm status', and then re-home. Everything was successful up to homing. As soon as he entering the homing screen, he was met with the "failure in j0 - brake current error". I called fse (B)(6) (because I thought the account was in (B)(6) based on the caller's area code), who said the error might be related to a failed cpci card in one of the joints. (B)(6) suggested fse escalation. Disposition of call: unable to resolve issue. Surgeon had to complete the case manually. Fse escalation required: yes. 1. Upon arrival I was able to duplicated the error. Replaced j1 cpci back side card (pn 208606). All testing and verifications passed. Parts used:pn 208606 cpci back side card qty-1. System is ready for clinical use.